Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The patient¿s meter has been returned on 7/29/2014 and evaluated by lifescan product analysis on 7/31/2014 with the following findings: the meter involved with this complaint failed testing. The meter was found to have pcb contamination. In addition, a secondary issue was noted when the meter was found to have a corroded battery contact. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch ultra2 meter has a power issue (does not turn on). This complaint was classified based on the customer care advocate (cca) documentation. The power issue began on (B)(6) 2016 at 9 pm. The patient manages her diabetes with insulin. After the reported issue, the patient was unable to obtain her blood glucose on any other devices. She did not manage her diabetes based on the subject meter at the time of concern. 5 hours later, the patient reported developed symptoms of ¿sweaty and shaking.¿ the patient reportedly was able administered self treatment with glucose tablets. During troubleshooting, the patient confirmed the power issue was due to misuse of the product. This complaint is being reported because, the patient developed symptoms suggestive of hypoglycemia after the power issue began.